Event description:
It was reported that low r-wave amplitude and low impedance were observed. The chest x-ray looked fine. Lead was extracted with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.